Manufacturer narrative:
Lens remains implanted. (B)(4).

Event description:
The patient reported the surgeon implanted a 13.2mm micl13.2 implantable collamer lens in her left eye (os) on (B)(6) 2013. The patient reported sharp pain and pressure. The lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.